Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report symptoms and was unable to self-treat. The customer panicked and called an ambulance where healthcare professionals (hcp) gave glucose intravenously (IV) for treatment. There was no report of death or permanent impairment associated with this event.